Manufacturer narrative:
An event regarding crack/fracture of an abgii stem was reported. Following a medical review cup malposition was confirmed. Method & results: -device evaluation and results: not performed as the device was not returned. The device remained implanted. -medical records received and evaluation: a review of the medical records and x-rays received buy a clinical consultant concluded. - there are no device-related aspects involved in this failure case as also supported by the mar findings that confirmed there were no material or manufacturing defects observed on the surfaces examined while the presence of component impingement as root cause of failure was confirmed by the findings of the explanted cup liner. Because the cup shell was retained at revision surgery, it is not sure that all contributing factors to impingement have been eliminated from the arthroplasty at revision surgery. This case is not device related.. Procedure-related factors: - malposition of the cup in rather low inclination. - use of a 10° asymmetric cup insert. - a deep ¿medialized¿ position of the cup shell in the acetabulum. - use of the bioball femoral head system. - presence of heterotopic ossifications in the joint (see also below). Patient-related factors: - the presence of heterotopic ossifications in the joint. Device-related factors: - none as also supported by the mar findings. Diagnosis: - cup malposition in low inclination, further aggravated by use of a 10° liner plus cup medialization in combination with the choice for a bioball femoral head system plus development of heterotopic ossifications in the joint space have contributed to a severe overload condition in the arthroplasty through impingement causing ultimately a fatigue fracture in the area with peak overload. - device history review: not performed as the device lot number is unknown. - complaint history review: not performed as the device lot number is unknown. Conclusions: a medical review concluded that the crack/fracture was caused by a combination of factors : "the failure of the abgii stem occurred due to a a combination of cup malposition in low inclination, further aggravated by use of a 10° liner plus cup medialization in combination with the choice for a bioball femoral head system plus development of heterotopic ossifications in the joint space have contributed to a severe overload condition in the arthroplasty through impingement causing ultimately a fatigue fracture in the area with peak overload." The material analysis report concluded that there were no material defects observed: "no material or manufacturing defects were observed on the device features examined " if additional information becomes available , this investigation will be reopened.

Event description:
It is reported by the surgeon of the hospital, that the abg ii shaft broke. As per investigation results, the shell was malpositioned but remained implanted.